Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's device was received at zoll medical corporation. During evaluation, it was determined that the interconnect cable is a third party cable and cannot be tested by zoll. This report has been closed as non compatible cardioversion interconnect cable used. Zoll medical corporation recommends to use zoll products for cardioversion. Analysis of reports of this type has not identified an increase in trend.